Event description:
Spv-140 was implanted on (B)(6) 2014. The surgeon fixed the pressure setting to 80mmh2o but the patient suffered from hyperdrainage. It was not possible to adjust the valve pressure, valve blocked. Therefore the surgeon replaced it with another spv-140 at the pressure setting of 110 then 140 mmh2o, on (B)(6) 2014.

Manufacturer narrative:
The incident has been reported to the manufacturer on (B)(4) 2014; results of analysis will be developed in a follow-up report. The device has not been returned yet.